Event description:
It was reported that during a prior surgery, the right ventricular lead was cut. It was also reported that the atrial lead had low sensing value. The atrial lead remains in use and the right ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.